Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he passed out due to low blood glucose levels, and was taken to the hospital by paramedics. The customer was unable to troubleshoot the insulin pump as his vision was impaired due to the episode.